Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low pacing impedance and noise that was oversensed by the device and led to pacing inhibition. Temporary programming changes were made until the lead could be revised. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.